Manufacturer narrative:
No product was returned and no additional treatment information has been provided, despite multiple requests. Burns are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual (p009240-05 rev. B) states the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. A review of manufacturing records showed all requirements were met. No additional information received from customer or patient. No product returned for evaluation. Unable to confirm customers account of sparking coming from treatment tip. Based on the lack of available information provided, no causal factor can be determined and no conclusion can be drawn. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(6). The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The product has been requested for evaluation and the investigation is underway.

Event description:
A user facility reports a patient was burned on the left cheek due to a spark on the tip membrane during pulses (potentially 3 pulses total).